Event description:
It was reported the pt had fallen in the year of 2010 due to a non-related health issue. Since falling, the pt has been unable to recharge the ipg successfully. As a result, the ipg is non-functional.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.